Manufacturer narrative:
Physio-control evaluated the customer's device at the product assessment center (pac) and verified that the device was unable to power on due to a direct short across the battery terminal with a resistance of less than 1 ohm. The cause of the reported issue was determined to be due to shorted capacitor c2. The device was destructively tested. The customer has been provided with a replacement device.

Event description:
A customer contacted physio-control to report a non-critical issue with their device. During evaluation physio-control observed that the customer's device would not power on. There was no patient use associated with the reported event.